Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver displayed the initialization screen without a manual restart on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.